Event description:
Medical affairs spoke to patient's family member and obtained the following information: family member mentioned that family member had replaced the batteries 1.5 weeks ago and did not go into the set up mode since the code # was already set correctly. Family member did mention the time was incorrect on the meter and did not go into the set up mode to change the time. In 2003, patient tested their blood glucose and obtained a reading of 9.8mmol/l. Patient assumed the reading was 98mg/dl. Patient told family member to give patient a shot of 60u of 50/50 set amt and their 10mg/dl of glypizide. Patient ate breakfast. Family member does not know what time this test was taken. Two hours after lunch, patient was not feeling well and told family member to take them to the hospital. Patient did not test their sugar prior to going to the hosptial. Patient went to the ER at 3:15pm and was not seen till 4:15 pm. At the hospital their blood glucose on the hospital meter was showing hi. Md sent blood to the lab and at the same time they treated patient with 10u of insulin (type of insulin is unknown). Nurse tested patient again and meter still showed hi. Patient was again treated with 10u of insulin via IV. Lab result came back and result was 498mg/dl. Patient was treated again with insulin and blood glucose went down to 467 on the hospital meter. Patient was in the ER for about seven hours. Patient's last reading in the hospital was 416mg/dl. Patient refused to stay in the ER after seven hours and was released.